Event description:
It was reported that during an initial implant of an inflatable penile prosthesis (ipp), after closing the patient's corpora, the left cylinder would not deflate at a normal rate. Troubleshooting measures were performed but were not successful. The device was removed, and the procedure was completed with a new device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Both cylinders passed visual inspection and leakage test. Momentary squeezed pump passed visual inspection, functional testing and leakage test. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during an initial implant of an inflatable penile prosthesis (ipp), after closing the patient's corpora, the left cylinder would not deflate at a normal rate. Troubleshooting measures were performed but were not successful. The device was removed, and the procedure was completed with a new device. There were no patient complications.